Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that no communication could be established with the patient programmer. The rep stated that they tried the handset and that would not communicate either. It was noted that the patient was not feeling stimulation and had a return of symptoms. The rep indicated that the pain ins was removed a few months ago and the patient was having good stimulation prior to that surgery and after surgery but then things changed. There was an allegation against the ins longevity. It was noted that the patient was running the ins at around 1.9v and it was on program 4 at 2.6 but it was increased to 3.0v at that time. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that no cause had been determined since no readings could be taken and the replacement procedure was scheduled for (B)(6) 2018. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no obvious cause determined and both components were replaced. There were no further symptoms or complications reported or anticipated.